Manufacturer narrative:
B1: added product problem. D9: updated devices return information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 65-year-old male patient presenting with cardiomyopathy and a history of cad and prior CABG. During support, a controller error occurred, and the catheter would not function on any aic despite attempts to troubleshoot. The reported events are failed to detect purge cassette, controller failure, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.